Event description:
It was reported that the thresholds increased on the right ventricular (rv) lead. The patient heard lead integrity alert (lia) for two separate episodes of rv oversensing. The physician elected to place rv pace/sense (p/s) lead, keeping the high voltage coils still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).